Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt does not communicate with the monitor this failure was due to a short in the trunk cable. The root cause for the shorted trunk cable could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).